Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had arrived at the emergency department to have their cardiac resynchronization therapy defibrillator (crt-d) checked. The device interrogation showed that an inappropriate shock had been delivered for atrial fibrillation (af) with a fast ventricular rhythm. It was further reported that the shock resulted in the patient falling. The physician stated that the cardiac resynchronization therapy defibrillator (crt-d) had operated as programmed and no intervention was done for the shock. The crt-d remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.